Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear on the balloon, approximately 7 mm from the balloon proximal tip. The review of the lhr (lot f1330203) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Event description:
The following information was reported by aci sales representative: "no calcium, smooth vessel, balloon without leakage during prep. Proper balloon prep observed. Balloon loss of pressure while inflating the balloon inside the body before it was retracted to the end of the sheath." A second mx6721 device was used successfully. The patient was not hospitalized. Stick location: cfa vessel size: 6mm. Procedural type: intervention peripheral.